Manufacturer narrative:
To resolve the reported problem, olympus technical support offered to assist the reporter in troubleshooting the issue via the phone. The reporter declined and stated their biomedical equipment repair personnel would address the issue. As the initial reporter did not provide contact and user facility information, follow up attempts for additional information could not be performed. As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that they were getting "b30, scope communication errors" with multiple scopes. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it is likely that when the user connected to the device in a state where the electrical contact of the video connector was not dried enough or foreign matter (chemical liquid residue, sebum stains, dust, gauze, splashes, etc.) Was present, the electrical connection became temporarily unstable, and the communication between the scope and the video processor failed, resulting in a b30 error (scope communication error). This issue is addressed in the instructions for use (IFU): "make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear." Information regarding reporter occupation and serial number were unavailable as the reporter refused. Olympus will continue to monitor the field performance of this device.